Event description:
It was reported that difficulty was encountered with placing this left ventricular (lv) lead during implant. It was noted that the patient had very challenging anatomy and it took 3 attempts to successfully place the lead. This lv lead perforated the coronary sinus during placement attempts. The patient was noted to be hemodynamically stable at the end of the procedure, however, presented later in the evening with cardiac tamponade and a pericardiocentesis was successfully performed. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that difficulty was encountered with placing this left ventricular (lv) lead during implant. It was noted that the patient had very challenging anatomy and it took 3 attempts to successfully place the lead. This lv lead perforated the coronary sinus during placement attempts. The patient was noted to be hemodynamically stable at the end of the procedure, however, presented later in the evening with cardiac tamponade and a pericardiocentesis was successfully performed. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned and the product remains implanted and in service, we have determined that the perforation is a known inherent risk with use of this product. Device history record: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains implanted and in service. As such, physical analysis has not been conducted in our laboratory. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this device remains implanted and in service. As such, physical analysis has not been conducted in our laboratory. Risk assessment: a risk review was completed and confirmed that the event of perforation, cardiac was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.